Event description:
This report is a follow-up to MDR event reported under medwatch 1519113-1999-00002. An internal investigation involving the advia centaur analyzer was conducted to determine what may have caused or contributed to discrepant results for the troponin I assay intended for the use on the analyzer. The results of the investigation indicated, in certain circumstances, the system aspirate pinch valve tubing could stick causing an incomplete wash aspirate. This could result in a falsely elevated relative light unit reading which translates to a falsely elevated troponin I value. A new type of tubing was validated and is currently being sent to the field for installation on all centaur units to eliminate this failure mode.